Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. Fse instructed the customer to inspect the tubing coming from the bf probe 1. While troubleshooting with the customer, the customer found the wash evacuation tube disconnected and reconnected it. The customer was then able to perform bf prime without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 27nov2021 through aware date 27dec2022. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (2235) bf probe 1 suction failure cause: the overflow sensor 1 s132 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. Check s132, the waste liquid solenoid valve sv170, the waste liquid tube, and the liquid pump lp172. The most probable cause of the reported event is not determined how the bf probe tubing was disconnected, cause not established.

Event description:
A customer reported error message ¿2235 bf probe 1 suction failure¿ on the aia-900 analyzer. The customer successfully performed daily check, but error reoccurred during quality control (qc) run. Prior to the call, the customer attempted to change the tips and clean the wash probe. The customer ran daily check again and the error reoccurred. Technical support specialist (tss) instructed the customer to check and change the filters leading to the wash and prime solution, but the errors persist, the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.